Event description:
It was reported that the customer was experiencing high blood glucose of 305mg/dl. Troubleshooting was performed. The basal and bolus matched with the daily totals. Programmed a bolus and the insulin exited through the tubing. It was stated that insulin was leaking at p-cap of the reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.